Manufacturer narrative:
The peritonitis occurred on an unspecified date, reported as (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a bacteria (unspecified). It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug for the event. Action with dianeal therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available as the reporter declined to provide any further information.